Event description:
Synthes (B)(4) reported that a pt in (B)(6) was implanted with a tubular plate and screws on (B)(6) 2011. Seven months postoperatively. The bone did not heal and the plate and screws were noted as broken. The hardware was removed on (B)(6) 2011. This is the 2nd of 5 reports submitted on this event.

Manufacturer narrative:
The device was received by synthes (B)(4) and the device is currently in the eval process.